Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the motor does not start running. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: the device was received on 11/7/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was duplicated. The stepper motor was faulty, and it was replaced to fix the issue.